Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the patient connector of the transfer set and the titanium adapter. This occurred during treatment. The transfer set was in use for three (3) days. There was no defect on the titanium adapter and continued to be in use. The transfer set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.